Manufacturer narrative:
No alarms noted during testing. However, unit had alarms in the alarm history screen and one due to corrupted history file. Unit passed the displacement, rewind, basic occlusion,self test and restart error test. The stop and idle current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime due to faulty force system resistor. Unable to perform the occlusion and excessive no delivery test or verify bolus anomaly, basal anomaly or air bubble anomaly with a water filled reservoir installed in the reservoir compartment due to prime anomaly. Unable to verify the empty reservoir alarm due to prime anomaly. Drive support disk was inspected and no anomaly was noted. No damage noted on the end cap. No cracked case noted at battery tube side. No damage noted on the battery tube threads. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call of having blood glucose of 102 mg/dl and a hospitalization with diabetic ketoacidosis. Customer treated with pump. Troubleshooting found multiple alarms in the pump history and the pump was cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.